Event description:
Patient called in to report that the wcd system continues to alert the patient with service error code. Customer care attempted to troubleshoot but was unable to resolve the issue.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing. Kmt engineering evaluated the returned therapy cable and observed no damage. The reported condition could not be replicated. Will continue to monitor and trend service code issues for failure modes.